Event description:
It was reported that the right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement greater than 200 ohms. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Additionally, electrogram (egm) review revealed multiple stored episodes containing right atrial (ra) lead noise with oversensing. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Furthermore, the shock impedance measurements had later returned in-range values. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).